Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a safety disk that failed upon installation. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: during preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the safety disk. The fse completed the pm and performed the full calibration, functional testing and electrical safety checks to factory specifications. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter¿s name is shortened due to field character limit. (B)(6).

Manufacturer narrative:
The removed safety disk was returned to national repair center (nrc) for evaluation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number and the cardiosave service manual. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 14 mmhg. Factory specification is +/- 6mmhg. Sending the safety disk to sustaining engineering for failure analysis per procedure.